Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
This report is related to MDR 2124215-2023-09574 and MDR 2124215-2023-09584.

Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
This report is related to MDR 2124215-2023-09574 and MDR 2124215-2023-09584. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis identified debris adhesion on the surface of the metal cap, indicative of prolong tissue contact. In addition, the fiber tip was found to exhibit a distal circumferential fracture. The user may have referred to the glass cap circumferential fracture as the glass rupture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage. It is possible that debris adhesion found on the metal cap during analysis of the return fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg -300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.